Event description:
Customer's grandmother reported via phone call that the customer had an aggression episode due to his autism disorder and hit the insulin pump down hard on the table. It was reported that the insulin pump was broken. Customer's grandmother stated that the customer was hospitalized due to this attack. Blood glucose value at the time of the hospitalization was 210 mg/dl; current value was around 160 mg/dl. The customer was not wearing the insulin pump 5 days prior to the hospitalization and has been treating with manual injections. It was stated that the screen on the insulin pump is damaged and it has been alarming but customer is unable to read the display. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The functional testing could not be completed due to the cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corner,cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.